Event description:
Patient reported receiving unresolved "connect plug to monitor" alerts. Wcd role in the event is pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returend therapy cable passed safety and eit but failed inspection for delamination and external cable damage unrelated to the reported issue. Cable damage/breakage due to field stress is anticipated as an occasional occurrence. The reported condition was not able to be replicated. Will continue to trend for future occurrences.